Event description:
In 2008, the patient reported the check button on his insulin infusion device is not properly working when pressed. He stated he has to apply more pressure than usual to confirm a bolus amount and press it multiple times before it functions. He said the device has not been dropped or exposed to water, and no beeps or alerts have occurred when the button is pressed. The patient was advised to switch to his backup infusion device, but declined at this time. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.